Event description:
It was reported that the patient had a history of abdominal pain and melanotic stools with an onset date on (B)(6) 2022. The patient was admitted for significant dehydration, though was since adequately rehydrated. The diagnostic testing used was computed tomography (CT) thorax and CT abdomen/pelvis. Gastrointestinal bleeding was not confirmed. The abdominal pain and melanotic stools were treated with broad spectrum antibiotics and intravenous fluids (ivf) resuscitation. The log files did not reveal any power/flow spikes. A flow of 2.9 lpm was observed twice; however, this patient did seem to operate with lower flows. The log file recorded estimated a history of flow values 2.9 ¿ 5.1 lpms. The data indicates that the equipment was operating as intended. After a transfer from bed to chair, the ventricular assist device (vad) started displaying ¿---¿ for flow. When flow was displayed it was at the baseline 3.5-4 lpm. The patient was asymptomatic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that infection was not confirmed and there were no positive cultures or symptoms of infection identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events of melena, abdominal pain, and dehydration, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The submitted log files contained data from 19feb2022 through 23feb2022. Instances of flow blanking were recorded throughout the files, per design. No notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the files. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system section 3 of the IFU, ¿powering the system¿, warns that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. This section also warns not to use batteries to power the system when the patient is sleeping. Section 4 of the IFU, "system monitor", states that "if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays '+++' or '---'... This prevents the display of inaccurate flow information." Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also lists hypovolemia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.